Event description:
Information was received indicating that this syringe infusion pump exhibited a motor issue during infusion. No adverse patient effects were reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good condition. The event history log noted a 'motor rate error' alarm message was recorded. Functional testing included occlusion testing. The 'motor rate error' message was duplicated during occlusion testing. It was found that the leadscrew does not operate as intended as a result of normal wear. The leadscrew and clutch halves were replaced as well as the motor assembly, plunger printed circuit board, plunger cable, and barrel clamp head. Based on the evidence, the complaint was confirmed. The root cause was attributed to normal wear as the pump was 8 years old.